Manufacturer narrative:
The axium coil will not be returned for evaluation as it was discarded at the site; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during treatment of an opthalmic carotid aneurysm, axium 3d coil could not be detached with the instant detacher. Another oil was used successfully and procedure completed without any further issue. No patient injury reported as a result of the procedure.